Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient was admitted and treated for a driveline site infection; testing later confirmed (B)(6). The patient's infection was successfully treated. The device was not returned to the manufacturer and therefore is not available for analysis. Driveline site infection is known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from the united states on 31 jul 2014 that a patient reported redness at the driveline exit site. Cultures were negative and the patient's antimicrobials were changed from chlorhexidine to betadine. On (B)(6) 2014 the patient was admitted with discharge and bleeding from the driveline exit site. Patient reported an impact to the abdomen with a fishing pole after which a hematoma developed and burst. Incision and drainage was performed. Cultures showed (B)(6) and the patient was treated with intravenous (IV) antibiotics and woundvac. The device will not be returned to heartware for evaluation as it remains implanted.